Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 20-oct-2017. This spontaneous case was reported by a pharmacist and describes the occurrence of arthralgia ("polyarthralgia") in a female patient who had essure inserted. In (B)(6) 2017, the patient had essure inserted. A few days later, the patient experienced arthralgia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. In 2017, the arthralgia had resolved. The reporter provided no causality assessment for arthralgia with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-oct-2017 for the following meddra preferred term: arthralgia. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.